Manufacturer narrative:
Visual inspection during the investigation, signs of a tool on the outer housing of the m.blue were determined. Permeability test a permeability test has shown that the m.blue is permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue operates within the accepted tolerance in the horizontal position, but not in the vertical position. An accelerated outflow of in the vertical position was determined. Adjustment test the m.blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valve, organic deposits were found. Results based on our investigation results, we can determine accelerated outflow in the vertical position as well as non- adjustability in the m.blue. The deposits visible in the valve led to functional impairments. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue valve(#fx802t) was implanted on (B)(6) 2025. According to the complainant, the valve caused an under-drainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.